Event description:
It was reported that the patient had vaginitis. The problem had remained unchanged and the symptoms were moderate. The patient experienced vaginal itching, vaginal irritation, vaginal odor, and vaginal discharge. The patient was prescribed ¿diflucan¿ and the issue resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v517592, implanted: (B)(6) 2010, product type lead. (B)(4).